Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose after a recent leg amputation, and caregivers inquired whether ilet weight settings required adjustment; troubleshooting education was provided, and the user planned to coordinate with the clinical diabetes specialist and recontact for support as needed. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included remote troubleshooting and education. Investigation of this case revealed no device malfunction reported and suggested the lows occurred in the context of recent clinical changes with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.